Event description:
It was reported that the customer's insulin squirted out during the manual prime, and the insulin pump alarmed. It was stated that the drive support cap appears to be normal. However, the customer stated that the drive support cap was pushed out and she pushed it back inwards. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Cracks with the case, belt clip slot, reservoir tube lip, a scratched display window and missing end cap sticker also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.